Event description:
It was reported by the patient that the patient feels symptoms of shortness of breath, nausea, and heart racing at the same time every night. The patient was told this could be the device self check. The patient is wondering why the symptoms occur now and not before the device was checked. The patient was sure that the symptoms were caused by the pacemaker. Several attempts have been made to contact the patient's clinic without a response. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.